Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/2/2022. H6 component code: g07002 no device problem found. H3 investigational narrative: a folder with an undispensed needle-suture of product code 8732h was returned to ethicon inc for analysis. The product code is double armed. In order to evaluate the conditions of the returned sample, the needles were noted to be as expected compared with the process specifications (sales-type bv130-3 taper point 3/8 circle). The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: * what is the procedure date & event day? November 7th * could you please confirm if the any tissue suffer from consequence due to the issue (needle stuck in the tissue)? No tissue suffered to the best of my knowledge and information form customer. Was just told the needle was not passing easily through tissue. * could you please clarify what do you mean by "busting off at the swaged"? Was just informed that needle popped off from the suture at the swage * please confirm what was the exact issue? Exact tissue unknown. Was used in a CABG. * could you please clarify device's availability? I have the defective suture in my possession and can send it in for investigation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2021 and suture was used. During the procedure, the needle was getting stuck in the tissue and "busting off at the swage". There was no calcified tissue. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.